Event description:
Our office in the foreign country reported a male patient experienced acanthamoeba keratitis and "lost his eye" while including complete moistureplus as part of his lens care regimen. The reporter, the patient's wife, indicated that the event began 2.5 years ago with a 'very sore eye'. He saw a doctor, it is unclear if he was treated. During 2005, he was in pain and sought medical treatment. No details was provided of his treatment or a diagnosis. He returned to the foreign country and was diagnosed with acanthamoeba keratitis. No other treatment details were initially provided other than the event had resolved. The bottle had been discarded; lot number is unknown. The root cause has not been established.

Manufacturer narrative:
Lot number of solution used by patient is unknown. It is unknown if the device failed to meet specifications, as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. On may 25, 2007, amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to information provided that day by the us centers for disease control and prevention regarding eye infections from acanthamoeba.